Event description:
It was reported that a shaft fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured during advancement before reaching the lesion. The device was removed directly along the guidewire and the procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The following attributes were examined; a visual examination of the balloon identified no damages. A hypotube break was identified, 63.5cm distal to the distal end of the strain relief and multiple hypotube kinks along the shaft of the device. No kinks or damages are noted on shaft polymer extrusion. Microscopic analysis revealed that a detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal marker bands identified no damage.

Event description:
It was reported that a shaft fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured during advancement before reaching the lesion. The device was removed directly along the guidewire and the procedure was completed with another of the same device. No complications reported and the patient is stable.